Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the lower latch switch was failing. This part is a known contributor to system error 322 alarms. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate.